Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV, "painful enlargement and deformation of the breast", "implant had been faulty, which led to a defensive reaction against them."

Event description:
Patient's representative reported "painful enlargement and deformation of the breast", "implant had been faulty, which led to a defensive reaction against them". Patient's representative later reported capsular contracture, baker grade "iii-IV." Right side. Device explanted.